Event description:
It was reported to philips that the device cannot boot up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The unit failed to power up. Troubleshooting was performed and the problem was localized to metal-oxide semiconductor field-effect transistor (mosfet) q1008, which was found to be shorting between the drain and the source.